Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Therefore, the issue is not confirmed to use due to the sensor plug not properly seated. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device on the same day of use and customer was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat, healthcare professional (hcp) treatment of oral glucose shots for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device on the same day of use and customer was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat, healthcare professional (hcp) treatment of oral glucose shots for treatment. There was no report of death or permanent impairment associated with this event.